Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed software error detection. The patient's blood glucose at the time of incident was 181 mg/dl. Additionally, the insulin pump continued to drip insulin out of the tubing after the priming process; the motor stopped and the insulin continuously dripped. However, after the reservoir contacted the device properly, the dripping stopped. The insulin was not returned for analysis.